Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Explant physician reported capsular contracture grade IV and rupture. Additionally, patient reported "bii symptoms", "feeling constantly ill since having the implant". Device has been explanted. This relates to the right device.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, and rupture. Patient also reported "bii symptoms", "feeling constantly ill since having the implant"; these are not device related. Device has been explanted. This record is for the right side.